Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the battery was no returned with the pump for investigation. The battery cap was also not returned with the pump; a test cap was used to complete testing. The battery compartment was found to be intact with no physical damage found. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. No defects were found to the power flex, battery connections, and internal components. The pump was exercised for 6 hours with no evidence of overheating. There was no defect found on investigation; the complaint could not be confirmed or duplicated.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that the pump had a temperature issue. On (B)(6) 2011, a follow-up contact was made with the patient and animas. The patient clarified that the pump's battery felt hot to touch on 2 separate instances. He denied that the pump felt hot to touch. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump's battery felt hot to touch. However, there is no evidence that patient suffered a serious injury because of the alleged issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.